Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated there was no report of the devices being damaged. There was no thrombus within the device during withdrawal difficulty. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). The device was removed from the patient. There was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to or after the encountered resistance. The event did not prolong the procedure. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a revascularization between segment m1 and m2 of the middle cerebral artery (mca), a 9f branchor guiding catheter, a 132cm embovac 71 aspiration catheter (ic71132ca, 30546093) and an embotrap ii (product and lot unknown) were used as parent catheter. The guiding catheter was unstable and the embovac went up from ica to m1p only. The embotrao was used for thrombus removal but there was an intensive resistance felt when thrombus was being removed into the ac. Therefore, the entire system was removed. Thrombus was unable to be caught. The physician used the same system, but the result was same with the first pass. A thrombus removal catheter (solitaire) was used for third pass, but the resistance did not change when thrombus was being removed into the ac. After that, pta was done. A continuous flush was done. Additional information received indicated there was no report of the devices being damaged. There was no thrombus within the device during withdrawal difficulty. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). The device was removed from the patient. There was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to or after the encountered resistance. The event did not prolong the procedure. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty into the intermediate/guide catheter after deployment is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a revascularization between segment m1 and m2 of the middle cerebral artery (mca), a 9f branchor guiding catheter, a 132cm embovac 71 aspiration catheter (ic71132ca, 30546093) and an embotrap ii (product and lot unknown) were used as parent catheter. The guiding catheter was unstable and the embovac went up from ica to m1p only. The embotrao was used for thrombus removal but there was an intensive resistance felt when thrombus was being removed into the ac. Therefore, the entire system was removed. Thrombus was unable to be caught. The physician used the same system, but the result was same with the first pass. A thrombus removal catheter (solitaire) was used for third pass, but the resistance did not change when thrombus was being removed into the ac. After that, pta was done. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.